Event description:
It was reported that the harmonic scalpel handpiece was used during an unknown procedure. It was reported that the handpiece emitted a solid tone and locked out. Another handpiece was used to complete the case. There was no consequence to the pt.